Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 600 mg/dl at the time of incident. The customer experienced symptoms such as nausea and vomiting due to high blood glucose value. Customer was not using auto mode at the time of incident. No further patient complications were reported. The insulin pump will not be returned for analysis.